Event description:
It was reported that bd alaris pump module smartsite infusion set had blood backflow. The following information was received by the initial reporter with the verbatim: product complaint. Issue: tubing ruptured blood backflow, and leakage occurred. Pt: no injury. Medication: ns 250 was being administered.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material#: 2426-0007 batch number#: 23095669. It was reported by customer that tubing ruptured blood backflow, and leakage occurred. Productcomplaint facility: (B)(6). Lot: 23095669 issue: tubing ruptured blood backflow, and leakage occurred. Doe (B)(6) 2023. Pt: no injury. Sample: the actual tubing was discarded but samples of the reported lot are available, photos available as well. Medication: ns 250 was being administered. Verbatim#: rcc received a complaint via phone. Pir attached. Productcomplaint facility: (B)(6). Mat ref: 24260007. Lot: 23095669. Issue: tubing ruptured blood backflow, and leakage occurred. Doe (B)(6) 2023. Pt: no injury. Sample: the actual tubing was discarded but samples of the reported lot are available, photos available as well. Medication: ns 250 was being administered. Customer response: tubing rupture occurred about 13 inches from the tubing spike. The slit on the tubing was protruded and was approximately 1-2 cm long. Rn was running 500 ml of ns. Please see the attached pictures. The backflow was most likely caused by this issue and occured after the rn performed pre infusion inspection. This issue occurred in a single product.

Manufacturer narrative:
Date of awareness updated to 01/11/2024.